Event description:
Pt receiving treatment from a varian 21ix linear accelerator prior to imaging the table automatically moved to the incorrect position with potential for pt gantry collision. Diagnosed or reason for use: image and treat cancer with mv radiation.